Event description:
It was reported that the patient experienced pectoral twitching. The lead exhibited noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.